Event description:
We are notifying you that in 2009, a customer called roche diagnostics and indicated that she had been in the hospital for brain surgery (specific dates not provided). The caller stated that, while hospitalized, she received too much insulin, momentarily expired, and was revived. The caller indicated that all treatment involving this event was based upon readings with the hospital's blood glucose monitors, determined to be lifescan products. No additional information was provided regarding this incident. The lifescan blood glucose monitors mentioned in this event are not manufactured or imported by our firm.